Event description:
It was reported to medtronic minimed that the customer experienced occlusion and no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, mmt-1715k. Troubleshooting was not performed and the customer reported an insulin flow blocked alarm past event which was resolved. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment during testing, however, a cracked retainer ring was noted during visual inspection. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed 5 no delivery alarms on the event date of 14-mar-2024 at 09:38:18.000, 09:38:44.000, 09:39:09.000, 10:32:44.000, 13:27:48.000, and 18:12:56.000 during bolus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery cap contact damaged, cracked retainer, and label damage. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, force sensor, and battery tube. Battery cap contact damaged was confirmed during visual inspection. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.